Event description:
It was reported that during a laparoscopic ventral/umbilical hernia repair procedure, during deployment of the anchors, the firing sequence was interrupted. All twenty anchors were deployed into the mesh. Up to seven anchors were deployed but fell out of the mesh and into the abdominal cavity. The anchors remained in the pt. The surgeon made a 4-5mm umbilicus incision to insert the mesh and suture into place prior to using a second anchoring device to complete the case.